Manufacturer narrative:
Additional information received on 08/14/2023. Updated fields: b4, g3, g6, h2, h3, h4, h6 (type of investigations, findings, and conclusion codes, h10, h11. Corrected fields: b5, h6 (health effect codes). Investigation completed on 04/23/2024: a getinge field service engineer evaluated staff reports unit will not run on ac adaptor during fight. Able to verify ac module not functioning. Part replaced power supply. Unit operates properly on battery. Informed staff that unit will not have a ac adaptor capability as this part is on backorder. Ac adaptor is an accessory not needed for unit to function normally. Unit functions normally in cart and using battery. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The failure analysis and testing dept. Received part number 0014-00-0085 with a reported unit failure of the cardiosave not charging or running from the ac transport power supply. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Part would not charge or power on the cardiosave. This verifies the reported issue of the power supply. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed.

Event description:
It was reported during a call for assistance that, the cardiosave intra-aortic balloon pump (iabp) in rescue configuration, that was given to the nurse at the time of transport, would not charge the battery or run from the ac transport power supply. The iabp was used to transport the patient without issue, however, it ran from the one battery the entire time. At the time of the call the pump was shut down and sounding off a beep which they could not get to stop, even though it had no power source as the battery in the bay was completely dead. The beeping was the reported reason for the assistance call. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a call for assistance that, the cardiosave intra-aortic balloon pump (iabp) in rescue configuration, that was given to the nurse at the time of transport, would not charge the battery or run from the ac transport power supply. The iabp was used to transport the patient without issue, however, it ran from the one battery the entire time. At the time of the call the pump was shut down and sounding off a beep which they could not get to stop, even though it had no power source as the battery in the bay was completely dead. The beeping was the reported reason for the assistance call.